Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed through this evaluation. Although a specific cause for this damage could not be conclusively determined through this evaluation, it did not appear to contribute to an electrical issue. It was reported that there was a tear in the driveline, proximal to the patient. The previous tear had been in the outer jacket, but now there was a tear in the underlying armor layer, exposing wires. No alarms were noted, and rescue tape was re-applied to the damaged area. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-022245, and no further related events have been reported at this time. The relevant sections of the device history records for mlp-022245 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU), rev. C, and heartmate 3 patient handbook, rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was driveline tear proximal to patient. A previous tear was through the silicone, and there was now a tear in the mesh with exposed wires. No alarms were noted. Rescue tape was applied. There were no unusual events recorded in the event log file history.

Manufacturer narrative:
A4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.